Event description:
The customer reported that the device locked up during op check. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device locked up during op check. There was no report of patient involvement. The device was evaluated at philips, and the reported symptom was duplicated. Replacement of the processor pca and software resolved the issue. Because multiple parts were replaced, we cannot determine conclusively which one resolved the issue.